Manufacturer narrative:
Initial reporter is synthes sales representative. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the driving cap/threaded has broken off. No other issues were observed. A dimensional inspection was performed for the driving cap/threaded and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap/threaded would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.010.523-us; lot # 75p0369; manufacturing site: (B)(4), release to warehouse date: 27 may 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was discovered that the driving cap could not be threaded into the radiolucent insertion handle. No surgical or patient involvement reported. This report is for one (1) driving cap/threaded. This is report 5 of 6 for (B)(4).